Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the sensor alarmed calibration error and change sensor alarms. During troubleshooting customer's mother mentioned the customer was using saline in the insulin pump and customer's blood glucose dropped down to 35 mg/dl. Customer had experienced high blood glucose of 350 mg/dl and low blood glucose of 45 mg/dl by using insulin in the device. Customer's mother had spoken with the healthcare professionals and had made basal adjustments. Customer was advised that the sensors will be replaced. Customer will not be returning the device for analysis.